Event description:
It was reported to boston scientific corporation that a endovive safety peg kit pull method 20fr was used during a percutaneous endoscopic gastrostomy (peg) procedure performed on (B)(6), 2013.according to the complainant, during procedure, the pull wire broke inside the patient when the physician pulled the wire. The fragments were retrieved using kelly graspers. No fragment was left inside the patient. The procedure was completed with a new endovive safety peg kit pull method 20fr .there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4):the complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.